Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the event occurred during post-surgery on (B)(6) 2014. It was further reported that the battery reamer/drill device was unable to rotate or spin with the battery device inserted. It was also reported that the grip handle was warm to touch. There was no patient involvement reported. All available information has been disclosed. The battery device has been included in the concomitant medical products section. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The contact¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from guam that the battery reamer/drill device was getting hot easily. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was determined that the device functioned with the battery device and did not get hot. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the coupling malfunctioned and could not hold/secure the gauge or attachment devices. It was further determined that the spring became detached from the turn ring in the coupling assembly. The assignable root cause was determined to be due to component wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.